Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two months and nine days post port placement procedure, the catheter allegedly fractured. The device was removed and replaced with a new device. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately two months and nine days post port placement procedure, the catheter allegedly fractured. The device was removed and replaced with a new device. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record review states that port placement for chemotherapy administration for pancreatic adenocarcinoma was performed. Indwelling right subclavian port removal with placement of a new single lumen 8 french right ij port was planned. The right neck and chest were prepped and anesthesia provided sedation. Ultrasound was used to evaluate, localize and confirm patency of the right ij vein followed by real time ultrasound guidance and visualization of needle access. After local lidocaine administration, a single incision was made along the previous incision scar. The port, suture remnants, and catheter were removed and the retaining sutures cut. The port pocket was closed utilizing interrupted sutures. A port pocket was then created more inferiorly in the subcutaneous tissue of the anterior right chest wall. The 8 french catheter was then tunneled from the pocket to the venotomy site. After irrigating, an 8 french single lumen power port was placed into the pocket. The line was then placed with the tip at the junction of the superior vena cava and right atrium via peel-away sheath. The port functioned well at the time of placement. The venotomy incision and the port pocket were closed. No immediate complications were encountered. The investigation is inconclusive for the reported fracture issue as the provided evidence was not sufficient enough to confirm the reported fracture. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 05/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.